Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the stylet would not come out of the feeding tube and the tube had to be removed from the patient. The cap on the end broke before it was retracted.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. One sample was received for evaluation. The sample was visually inspected, and the reported condition of hub disassembled from the wire was confirmed; however, hub detachment can be caused by not activating the hydromer with enough fluid. The hydromer was activated, and the stylet was able to be removed without problem. The investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. The instructions for use provide the proper procedure for insertion of the feeding tube and extraction of the stylet. No action plan is required at this point. The manufacturing site will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.